Manufacturer narrative:
Further evaluation of the device found the rubber adhesive was separated, the universal cord had wrinkles, and the ccd [charge coupled device] lens was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported auxiliary water supply issues. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the auxiliary water channel was observed to be clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Despite good faith attempts additional information regarding the event was not made available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the device was not reprocessed in accordance with instructions for use (IFU). The following is included in the IFU: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Flush the auxiliary water channel with detergent solution". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.